Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion, and occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. Unit received with cracked case at display window corners and battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer believes they are not receiving their insulin, due to the spike in their blood glucose. The customer states they were at 70mg/dl, and shot up to 600mg/dl. The customer states they treated the high level with manual injection. Troubleshoot was conducted. The sensor cannula was removed and noted to have a slight bend. The high pressure test was conducted and the device did not pass. The customer was advised that the device would need to be replaced and returned for analysis.